Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: prosthetic valve obstruction: the 'frozen leaflet sign' on routine chest radiography b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "prosthetic valve obstruction: the 'frozen leaflet sign' on routine chest radiography", was reviewed. This article presented a case study of a 52-year-old female patient with a history of rheumatic heart disease. A 27mm masters mechanical valve was selected for implant on an unknown date. The device was implanted. On an unknown date the patient presented with acute decompensated heart failure accompanied by hypotension and hypoxia. A chest x-ray showed pulmonary vascular cephalization and a linear radiopaque density aligned with the prosthetic annulus. Transthoracic echocardiography demonstrated elevated transprosthetic gradients, severe pulmonary hypertension and moderate tricuspid regurgitation. The patient underwent urgent surgical intervention, in which a thrombotic occlusion of the lateral leaflet was also confirmed. A successful redo valve replacement was performed. [The primary author was jiao bai, department of radiology, the affiliated hospital of southwest medical university, 8 kangcheng road, jiangyang district, luzhou 646000, china.] [The secondary and corresponding author was xiaojun xie, department of cardiovascular surgery, the affiliated hospital of southwest medical university, 8 kangcheng road, jiangyang district, luzhou 646000, china, with corresponding e-mail: xiexiaojun3315@163.com.]